Event description:
I got the essure procedure after my second child. Ever since I've had the implants I get extremely bad cramps during my period and I have lots of pelvic and back pain all the time when not on my menstrual cycle. My periods are very "clotty" and more painful than they used to be.